Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was received via the remote monitoring system that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Review of device data noted gradually increasing measurements over the previous year. There were no instances of noise stored to the device nor could it be elicited during provocation testing. The physician elected to increase the impedance alert threshold and continue following the patient remotely. No adverse patient effects were reported.